Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 9 years and 6 months post implant of this aortic bioprosthetic valve, the valve was replaced with another bioprosthetic valve due to an aortic aneurysm. The physician reported bio-glue was used during the initial full root valve implant. During the replacement procedure, the patient was not on cardiopulmonary bypass (cpb) when the button detached from the existing valve graft and high pressure arterial blood exited the cavity. The physician immediately went on pump and replaced the bioprosthetic valve. Bio-glue was applied on the outside of the new valve. There were no additional adverse patient events as a result of the surgery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.